Manufacturer narrative:
Product analysis : model: 24950g, lot/serial#: (B)(4): the remote monitor was returned and the analysis revealed that the monitor failed during interrogate test, and the radiofrequency head battery was defective. Furthermore, the monitor was charged for an hour, and error code 3230 was found in the failure analysis log. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was returned and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was overheating. No troubleshooting taken. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.